Event description:
It was reported that the user experienced rapid battery depletion overnight, with the pump's battery dropping from 100% to 40%. There was no adverse impact to the customer's blood glucose level. The issue occurred in the past and therefore no further information was available.